Manufacturer narrative:
(B)(4). The device was not returned, and the product code(s) and lot number(s) were not known; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown quantity of blood administration sets leaked from the spike. This occurred during spiking with the device. It is unknown if there was patient involvement. No additional information is available.